Event description:
The mother reported via phone call that the customer was vomiting and unresponsive from their blood glucose. It was found the customer had symptoms of hyperglycemia. The mother also reported the insulin pump stopped functioning and they were unable to remove the battery cap. Customer's blood glucose was unknown at the time of incident. It was also reported the paramedics were called while the mother was on the phone with the helpline. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.